Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no audio for low alarm at 75mg/dl on the app was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.